Event description:
It was reported that prior to the implant procedure the physician found that the helix was outside the lead. It was also reported that the physician was not able to retract the lead. The lead was not used. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.